Manufacturer narrative:
Concomitant products: product ID 3058, serial # (B)(4), implanted: (B)(6) 2014, product type implantable neurostimulator; product ID 3889-28, lot # va0hzh6, implanted: (B)(6) 2014, product type lead; product ID 3889-28, lot # va0hzh6, implanted: (B)(6) 2014, product type lead; product ID neu_unknown_prog, serial # unknown, product type programmer, physician; product ID 3058, serial # (B)(4), implanted: (B)(6) 2014, product type implantable neurostimulator. (B)(4).

Event description:
It was reported the patient had two urinary tract infections, two and a half weeks and three days prior to call. The patient had low blood pressure and was low on fluids. The patient had the flu. They had some sort of esbl bacteria. When the patient was in the ER, they were catheterized for retention. The patient was reprogrammed and had greater than fifty percent symptom reduction. They had recovered without permanent impairment.